Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 470 mg/dl. The customer stated she had dialysis which normally causes her blood glucose to rise. The customer also stated she was unable to remove her battery cap. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan if the insulin pump's battery gets low. The product is being returned. Nothing further was reported.